Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit does not trigger bp. There were no injuries.

Event description:
It was reported that during use but before using run iabp (connect the pressure cable to the patient), the cs300 intra-aortic balloon pump (iabp) unit does not trigger bp. There were no injuries.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields: e1. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse tested the unit by connecting it to the simulator iabp trainer. The fse found that the unit can work to inflate/deflate balloons normally by setting the trigger mode to pressure. The fse tested the signal to switch from ECG to normal pressure by allowing the signal to interfere. The overall normal operation of the machine was tested. The iabp is ready for use.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.